Manufacturer narrative:
Other text: while performing a review of additional information provided by the customer, customer indicated that there was no issue with the pump, but that it was a syringe issue. Mrn 3012307300-2023-09754 is no longer considered a reportable complaint, please disregard any reports associated with it.

Event description:
It was reported that the pump exhibited an occlusion with the prefilled syringe while administering blood to the patients. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: model number, serial number, UDI, g5, and h4 are unknown.